Event description:
It was reported that during the pre-op leak test, two holes were detected on the band. There was no pt involvement.

Manufacturer narrative:
Info anticipated, but unavailable at this time.